Event description:
It was reported that the ilet user experienced a low blood glucose of 71 mg/dl after receiving correction doses for prior high glucose. The event followed a meal of fish, fries, and vegetables that was not announced. Support advised the user to announce meals, and oral glucose was used to raise blood glucose. Symptoms included hyperglycemia with a peak of 355 mg/dl followed by corrections driven low blood glucose not going below 70 mg/dl. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, identified a usage problem related to improper or incorrect procedure, and implicated the user interface only insofar as normal operation when the meal was not announced. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.